Event description:
Not sure which machine number it was, but about 2 hours after donating at (B)(6) on (B)(6) 2025; I felt the symptoms of an allergic reaction. Looks like a shellfish/latex reaction. Not going to the hospital; instead taking tylenol pm, and benadryl, and ibuprofen (I-2). On (B)(6) 2025; the swelling of the lips began, and here are photos from the beginning and end of (B)(6) 2025.